Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has reported that their aligners are cutting their gums and making them bleed on the right front bottom. The aligners are also cutting their tongue. Patient advised to file the rough edges and do warm water soaks and provided fit tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.